Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not work. Upon functional testing, the fse found issue with the boot order of the host pc. The fse replaced the host pc. After replacement of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system does not start up properly. The device was not in clinical use. Philips has started an investigation of the complaint.